Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Article entitled ¿no influence of obesity on mid-term clinical, functional, and radiological results after computer-navigated total knee arthroplasty using a gap balancing technique¿ written raj kanna, ananth brasanna, gautam m. Shetty, and chandramohan ravichandran published by journal of clinical orthopaedics and trauma on january 2, 2021 was reviewed. The articles purpose was to determine if computer navigation provides consistent accuracy for limb and component alignment in obese sub-group of patients like in non-obese patients and to know if navigation achieves similar clinical and functional results in obese and non-obese patient when gap balancing is used, at the end of 5 years after tka. 157 knees involved. 78 knees (57 patients) non obese group. 79 knees (58 patients) obese group. All patients were implanted with pfc sigma implants with patella resurfacing. Cement mfg is unknown. 7 patients in the obese group received tibial stem extenders to withstand the weight. Study found that obesity has no influence on mid-term clinical, functional, and radiological results after computer navigated tka, done by gap balancing technique. Adverse events involving depuy synthes products: one patient (no obese group) underwent a unilateral tka developed deep infection three weeks after surgery which was treated by debridement and exchange of poly insert and had full recovery."

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> the device associated with this report was not returned for evaluation. All available x-rays and photographs were reviewed. The investigation was conducted by examination of all x-rays presented in the literature article submitted. Examination of all x-rays cannot confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.